Event description:
Customer reported having to visit the emergency room and was hospitalized in the intensive care unit with blood glucose level of 566 mg/dl, with trace ketones, which a health care professional did not identify the level as dangerous or life-threatening. To address the situation, customer bolused via the pump and eventually administered a manual dose injection. The customer received intravenous fluids of saline and insulin, which resolved the issue. There was no permanent damage and the customer was released from the hospital on (B)(6) 2025. A pump system check was conducted, confirming the pump functioned correctly.